Event description:
It was reported that the device was found in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi mode was confirmed in the laboratory. Review of the device image found a power on reset that occurred during an hv delivery, causing the device to enter backup vvi mode. The device was taken out of backup vvi mode and was tested on the bench and using automated testing equipment. No anomaly was found. The cause of the power on reset could not be determined.